Event description:
It was reported that upon opening the feeding device kit, the tip of the guidewire was allegedly frayed. There was no patient contact.

Manufacturer narrative:
The complaint was originally determined to be a malfunction reportable event on (B)(6) 2019 and reported to the FDA through the quarterly voluntary malfunction summary reporting (vmsr) program. Bdpi received a notification from the FDA on (B)(6) 2019 stating that the procode knt is ineligible for the vmsr program; therefore, the MDR date of awareness was modified to reflect the date of the FDA notification of procode ineligibility. Manufacturer review: a lot history record could not be completed as the lot number was not provided. Investigation summary: one 0.038¿ od x 262.2 cm length ptfe coated guidewire was returned for evaluation. Visual, microscopic and dimensional testing were performed. The distal weld tip showed to be uncoiled and abrasion marks were noted throughout the length of the guidewire. The investigation is confirmed for the alleged frayed guidewire. Labeling review: the instructions for use (IFU) included in the product kit prescribed the proper method of implantation for this device to prevent undue injury to the patient and damage to the product. The section instructions for device placement instructs to inspect contents of the kit for damage; it warns not to use if damaged.

Manufacturer narrative:
The complaint was originally determined to be a malfunction reportable event on 07/15//2019 and reported to the FDA through the quarterly voluntary malfunction summary reporting (vmsr) program. Bdpi received a notification from the FDA on 9/16/2019 stating that the procode knt is ineligible for the vmsr program; therefore, the MDR date of awareness was modified to reflect the date of the FDA notification of procode ineligibility. The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that upon opening the feeding device kit, the tip of the guidewire was allegedly frayed. There was no patient contact.